Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of interlink system non-dehp t-connector extension set had air in line. It was further reported the tubing was primed with unspecified fluids and "after about 5 to 10 minutes of sitting primed the extension tubing was full of air". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information :the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.